Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), did not reveal any device-related issues and a direct correlation between (B)(4) and the reported event could not be conclusively determined. (B)(4) was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The distal portion of the dl was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially and the distal half was returned attached to the inlet elbow. The proximal side of the flex section and the inlet tube were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were severed at their hardware. The bend relief collar was returned detached from the outflow graft and bend relief hardware. Examination of the sealed inflow and outflow conduits revealed depositions of coagulation blood mixed with tissue-like clotted blood. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed similar depositions at the inflow and outflow ports of the pump. The loose structure and lack of lamination of these depositions suggest that they developed acutely. Furthermore, these depositions potentially could have formed due to poor surface washing or blood being stagnant within the device upon withdrawal of support and explantation of the hmii lvas. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 12 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient¿s lactate dehydrogenase had been trending up for 4 days. Ldh reached 913 u/l on (B)(6) 2019 with signs of cardiac recovery. The lvad was emergently explanted. Inotropes were initiated. Reportedly, the healthcare professional stated that they believed that event was device performance related.